Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The visual inspection revealed that the lens had viscoelastic (ovd), and surface residuals (fiber/particles) on the lens compatible with handling the lens. Lens had a sharp edge near/at the haptic junction zone and was broken. Due to the lens returned condition, no further analysis was possible. The returned lens condition could be related to the handling and/or explant process of the lens. Due to the condition of the returned lens, it is suggested that the observations found were related to surgical technique. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's reported event were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) fell to the back of the eye due to a capsular tear. The lens was removed and replaced with an anterior chamber (ac) lens during the same procedure. There was no incision enlargement or vitrectomy performed. The patient was reported to be doing fine.